Event description:
It was reported that, during a routine follow-up, oversensing of the minute ventilation signal was observed on both the right atrial (ra) and the right ventricular (rv) channels of this pacemaker system. The oversensing on the right ventricular (rv) channel led to pacing inhibition and greater than two seconds of asystole. It was suspected that an out of range pacing impedance measurement on the ra channel may have caused the minute ventilation sensor to switch to the rv channel, however, no out of range measurements were stored. Boston scientific technical services (ts) was consulted and integrity testing was recommended. The testing was performed but no noise or changes in impedances were produced. It was noted that a slight change in atrial impedances had occurred after a recent cardioversion. The minute ventilation sensor was programmed off and rv sensitivity was adjusted. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, during a routine follow-up, oversensing of the minute ventilation signal was observed on both the right atrial (ra) and the right ventricular (rv) channels of this pacemaker system. The oversensing on the right ventricular (rv) channel led to pacing inhibition and greater than two seconds of asystole. It was suspected that an out of range pacing impedance measurement on the ra channel may have caused the minute ventilation sensor to switch to the rv channel, however, no out of range measurements were stored. Boston scientific technical services (ts) was consulted and integrity testing was recommended. The testing was performed but no noise or changes in impedances were produced. It was noted that a slight change in atrial impedances had occurred after a recent cardioversion. The minute ventilation sensor was programmed off and rv sensitivity was adjusted. This system remains in service. No adverse patient effects were reported.